Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after resuming insulin delivery on the ilet following a prolonged pump pause that was initiated out of concern for another low; the device had delivered minimal insulin with multiple periods of zero delivery during the timeframe reviewed, and the exact treatment for the initial low was not disclosed. Symptoms included hypoglycemia with a documented nadir of 64 mg/dl and subsequent recovery to 77 mg/dl. Outcomes included a reported injury/illness. Investigation included communication with the user and analysis of information provided by the user and available reports. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.